Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services the image was good with a test blade. Unable to verify reported failure. The device was returned to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, the glidescope lost the picture while it was being used. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.